Event description:
Additional information was received that the patient was brought in for further evaluation. A cardioversion was performed, resulting in shock impedance measurements within acceptable limits. It was noted that there was a 17 ohms difference in impedance measurements between a delivered 1.1j and maximum energy shock. No further information was available.

Event description:
Boston scientific received information that this device system exhibited increased shock impedance measurements, eventually reaching greater than 125 ohms. Additionally, increased threshold measurements and decreased r-wave measurements were observed. The patient was brought in for further evaluation. Isometric exercises were performed and noise on the shock egm was observed. The shock impedances were testing in other configurations, and the device was reprogrammed to triad. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Approximately four years later the patient presented to the clinic with a code indicating a shock was delivered into an open condition. The patient had a ventricular tachycardia (vt) event in which two shocks were delivered. The first shock was a 21 joule shock with a shock impedance of 109 ohms. The second shock was 31 joule which reported a shock impedance greater than 125 ohms. The rhythm spontaneously broke and a 41 joule shock was diverted. There was also a report that there were high pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the rv lead was surgically abandoned. The device was also explanted. It was reported that high pacing impedance measurements greater than 2,000 ohms were also observed with the rv lead when tested with the pacing system analyzer (psa). There was no damage observed on fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted body fluid contamination in the rv lead barrel. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did confirm the device had a code recorded on (B)(6), 2017, that was a result of a shock into an open lead.